Event description:
Additional information was received. They will ask about explant and ctm logs were requested that were used at the interrogation (if still present in the tablet). Additional information was received. Please find attached the x-ray-pictures, where you can see, that the actual ins is not 100% parallel to the skin. The hcp decided the following: when explanting the device, they will try to charge it on the or-table. If this will be possible and we can reach a stable status for reprogramming and activation, the ins will be implanted again. If charging is not possible, the ins will be replaced by a vanta-ins to avoid charging in future. This intervention is scheduled for middle of december. Additional information was received regarding questions asked by tech services. Regarding any information on how severe the ins tilt is relative to the skin surface, no information. If touching the skin, it feels, that the ins is not 100% parallel to the skin, but the angle could not be defined. Depth cannot be determined relative to skin depth. The hcp implants are usually not deeper than 2 cm. In regard to the tilt, have they tried palpating for the device and holding it in a position parallel to the skin surface while attempting to recharge the ins? We did that to reach the most effective coupling for recharging. This position can be reached by pushing the charger with some force on the skin. The patient did not realize any ¿movement¿ of the ins. The hcp confirmed that the ins is anchored with sutures in the ins-header. X-rays requested. There are no data/programming session/logs available, because interrogation was not possible anymore. The ins could not be found by the clinician tablet. If the ins is fully explanted / can¿t resolve recharge issues out of pocket, it will be returned for analysis. Additional information was received. The patient has artificial fingernails (gel nails) and regularly visits a nail salon for them. She sits there close to the nail modeling uv-device (the ins is positioned in the abdomen). It¿s not expected that the nail uv-device will cause any interactions with the implanted device or cause any electrical damage to the battery. Together with the rep involved in this case, it¿s suspected that the tilting was the main cause of the failed telemetry/recharge. According to the field rep, the patient was charging every 5 days and then "suddenly" it was not possible anymore. The rep met with the patient 3 months after the last telemetry could be established.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider [hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was not able to charge (unable to load) the ins due to coupling issues. On the day of the report charged the ins using the "hcp-mode" for 6 times including deactivate/activate ins without solving the issue. The ins was fully depleted and not possible to charge it for further use. The ins was not parallel to the skin in the pocket due to the ins moved. The ins could not be interrogated. The hcp was thinking about replacement/repositioning of the ins. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was fried. Many troubleshooting steps have been attempted but with no success. The physician wants to try to recharge the battery out of the pocket (of course keeping sterility), this was scheduled for this month but date was not fixed yet. If no recharge possible then they will switch to a vanta ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. It was reported that the rechargeable ins was replaced with a non-rechargeable model ins. The hcp tried to recharge the original ins after explant, and kept the recharger over the ins for 10 minutes without any success. Due to this, the hcp decided to replace it with the non-rechargeable ins to avoid further charging issues by the patient.

Manufacturer narrative:
H3 device evaluation: analysis found a non-standard non-conformance due to electrical damage to the hybrid circuit of the implantable neurostimulator (ins); consistent with electrical over-stress or electro-static discharge. Telemetry failed, but an x-ray image showed no broken/separated niobium feedthru pin. No output was observed with the initial output test. The passive mode recharge process was attempted 3 times. The lab programmer was used to ¿discover device¿, but no communication was established. The tech mode disable/enable procedure was performed using the patient programmer, but interrogation failed with the clinician programmer. 2d x-ray images show the antenna unipolar feedthrough was intact and displayed no separation or corrosion. They were unable to establish telemetry, a recharge session, or communicate with the ins. The ins was destructively analyzed and the no-telemetry and no-charge condition was confirmed and was due to electrical damage on the hybrid components and j1 connection, traced to high-energy arcing caused by a high energy coupling charge into the recharge coil. Evidence of arcing was noted on recharge circuit components and adjacent hybrid components. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The explant/implant is scheduled for next wednesday ((B)(6) 2024). Before this will take place, they have no chance to give any information regarding the serial numbers (as initially mentioned). Further information was rec¿d that stated the surgery was cancelled at short notice due to the patient's illness (not related to the scs-therapy). A new date for the replacement has not been scheduled. The hcp will let us know asap, when the patient will get in contact with the hospital to schedule a new date. The rep will stay in contact with the hcp.